Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Recommended replacement time (rrt) occurred on (B)(6) 2016. Weekly battery trends shows significant depletion in early august. The battery trend slopes on each side are also steeper than normal.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion, reaching elective replacement indicator (eri) in less than one year. It was noted that the patient was undergoing radiation therapy. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Analysis confirmed the reported premature battery depletion was due high current drain on the hybrid. One of the regulated supply and reference voltages was found to be lower than nominal. Since the related capacitors functioned nominally, the integrated circuit (ic) which generates that regulated supply and reference voltage was extracted and assembled into a pin grid array (pga). When the ic pga was placed into a system bread board and powered up, the supply voltage was at its intended level and the system current drain was nominal. The analysis was stopped at this point since the failure mode was not present in the ic. The cause of the reported failure was not determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.